Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, the patient's implantable cardioverter defibrillator was found to have exhibited under-sensing of r-waves, resulting in over-sensing of noise. Corrective programming changes were recommended but were not yet performed. No patient consequences were reported.